Manufacturer narrative:
Correction: device serial number inadvertently left off initial medical device report (MDR) and now provided. Additional information: upon further follow-up, it was reported that it was a linear blunt probe that was connected to the navigation system when the screen turned blue. A linear blunt probe was shipped out for replacement. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Correction: UDI #, common device name and/or 510k provided as this device is not released for distribution in the united states.

Manufacturer narrative:
Legal statement inadvertently omitted from the initial MDR.

Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a procedure, the navigation system became unresponsive within the application software. The issue was reported to have been a blue screen appearing on the navigation system. Restarting three times resolved the reported issue and the site was able to continue with the procedure. The issue occurred while setting up the equipment pre-operative for the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.